Manufacturer narrative:
Di: (B)(4). Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary restenosis occurred. In (B)(6) 2013, the patient presented with acute myocardial infarction (ami) subsequently, index procedure was performed. The 100% in stent restenotic, concentric, type c, diffuse lesion, target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. The physician treated the lesion with direct placement of a 3.00x32mm promus element¿ plus stent at 8 atmospheres, resulting in 0% residual stenosis with timi 3 flow. Post dilatation was performed. In (B)(6) 2013, the patient was discharged. In (B)(6) 2015, the patient presented with coronary restenosis in proximal lad. Subsequently, percutaneous coronary intervention (pci) was performed. In (B)(6) 2015, the event was resolved.